Manufacturer narrative:
(B)(4). Upon receipt the reported rotaflow drive will be sent back to the manufacturer em-tec for further investigation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: error message: when moving the cable the message "error head"(cable defective) occurred. It was occurred during start up of the device. No patient was involved. (B)(4).

Event description:
Internal reference: (B)(4). Onesupport(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The rotaflow drive was investigated by the manufacturer em-tec. According to the service report a18-10081 no failure was detected. Failure not reproducible. Following work has been done: closing assy and case foot replaced. This failure was handle in complaint (B)(4). Rotaflow drive has passed all test. Device has been checked against the currently valid service protocol. To determine a probable root cause is not possible because no failure was detected. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.